Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the inner door plate on the pump, the blue silicone gasket and the o-ring at the bottom corner did not seal out moisture/fluids.  The wire contacts at the lower right-side of the display board were found to corrode as a result. There was no patient involvement.

Event description:
It was reported by customer that the inner door plate on the pump, the blue silicone gasket and the o-ring at the bottom corner did not seal out moisture/fluids.  The wire contacts at the lower right-side of the display board were found to corrode as a result. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had fluid intrusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.